Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female pt, currently (B)(6), who received super poligrip (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent (formulation unk). In 1976, the pt started super poligrip and fixodent (dental). In 2009, the pt "was diagnosed to have excess zinc and resulting copper depletion attributable to super poligrip and fixodent....she now suffers from profound and permanent neurological and other injuries attributable to her super poligrip and fixodent use, which injuries have left plaintiff [redacted] unable to perform her normal, customary and daily activities and in need of constant care and assistance." The legal claim stated "plaintiffs aver that when super poligrip is foreseeable swallowed and otherwise exposed to the user's gastrointestinal track, zinc in excess amounts is absorbed in the body's tissues, upsetting mineral homeostasis and resulting in depleted copper levels in the body. This copper depletion results in the development of, inter alia, a constellation of neurological symptoms generally referred to as neuropathy and other complications. By the time these symptoms are noticed and eventually connected to excess zinc and copper depletion, permanent neurological and other physical injury has already been suffered by the user." This case was assessed as medically serious by gsk. Treatment with super poligrip and fixodent was discontinued. At the time of reporting, the events were unresolved. `a`

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4): otc product: yes.